Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production. H3 other text : see section h.10.

Event description:
It has been reported that one 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported via medwatch report that the blood control valve failed, resulting in blood leakage from the catheter. Event description per attached medwatch report states: "after insertion of IV, the anti-reflux valve failed, so blood started to drip out of the catheter prior to being hooked up for IV fluids. Medwatch report# (B)(4) was filed in response to this event.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported via medwatch report that the blood control valve failed, resulting in blood leakage from the catheter. Event description per attached medwatch report states: "after insertion of IV, the anti-reflux valve failed, so blood started to drip out of the catheter prior to being hooked up for IV fluids. Medwatch report# (B)(4) was filed in response to this event.